Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause could not be determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power module device was not functioning and was defective. It was further determined that the device could not work properly. It was further determined that the device failed pretest for information button and self-test, function- test and charging and checking of power module in charger. It was noted in the service order that the device did not work properly when connected to the power supply. It was reported that the device sometimes rotated and sometimes it did not. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.